Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer could not resume insulin after changing the cartridge. No alarms were reported. The customer ended the call. A follow up call was made to the customer and the customer stated that they used a new cartridge and infusion set and had been able to resume insulin. The customer declined to perform troubleshooting with tandem technical support. The customer stated that blood glucose level had been elevated, but also declined to discuss bg level.